Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to emergency room due to a vibratory alert for high left ventricular lead impedance. The patient came into the clinic on (B)(6) 2021, where it was determined that the left ventricular lead impedance high and outside the optimal range. Programming changes were made on (B)(6) 2021. There were no patient consequences.